Event description:
It was reported that a (B)(6) years old female patient, underwent a right ventricular outflow tract procedure with a smart touch bidirectional and suffered a cardiac tamponade which required emergency pericardiocentesis. The patient¿s medical history is unknown and did require 2 extra days of hospitalization on intensive care unit. The procedure was aborted. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this was procedure related. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Bwi concomitant product used: product name: decapolar catheter: us catalog #: unknown, lot #: unknown. For the non-bwi product used (lamp 90 sheath) st. Jude medical has been notify. (B)(6).